Event description:
Five (5) days after breast implants suffered severe panic attack, followed by migraines, numbness and tingling in arms, left side of face numb, shortness of breath, vertigo, anxiety attacks, weak muscles, fatigue, blurred vision still on going. All blood test and MRI come back normal. FDA safety report ID # (B)(4).